Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported having fluctuations in hearing with the device. Occasionally the sound would return by turning the audio processor off and then switching it on again. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: device investigations did not show the location of the leak, as the ceramic pocket shows damage which is attributable to the explantation surgery. Based on the manufacturer's experience with this kind of device, we can assume the loss of hermeticity to be at the housing braze joint. This is a final report.

Event description:
The patient reported having fluctuations in hearing with the device. Occasionally the sound would return by turning the audio processor off and then switching it on again. The patient was re-implanted.